Event description:
Patient acquired a corneal acanthamoeba infection. I heard today where amo's complete moisture plus has been linked to an increased incidence of corneal acanthamoeba infections in contact lens wearers. This pt used contact lenses and used their solution as part of his daily contact cleaning regimen. He has been left totally blind in his left eye and has endured terrible pain for the last 11 months. The medications used to treat him resulted in a 3 week hosp stay due to adverse effects. The latest thing is he has acquired herpes zoster in the same eye and on his face with continuing excruciating pain as a result. Amo complete moisture plus used until infection occurred.